Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the old device (2 devices) were put in at least 10 years ago and it stopped working. The physician put a new one in the left side (right side remained inside even though it is not connect). The left side works well at the time. The right side remains implanted but does not work and would like to get it removed. When the patient started to feel the shocking from the test, they stopped the MRI procedure. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that 10 years ago the patient had 2 implants. When they stopped working, she went to a new urologist and put a new one and left one of the old one in that was dead. On (B)(6) 2019, the patient had an MRI of head because she was having terrible sinus problems. Started having the MRI test and the first part went ok. Then it seemed like the machine moved from the head to the feet and she felt shocking and jolting and she was moving around. It was painful. Her doctor checked the ins after the MRI. The patient said she noticed the ins was giving out weaker signals and she was feeling the stimulator was not doing everything it had done. The patient said it was not horribly but sometimes, pretty bad bladder symptoms after r the MRI. The patient does not know the date when the bladder symptoms return after the MRI but soon after. The patient said the stim still feels a little weak, it seems better but still having some bladder leakage. The patient has trouble with leakage occasionally especially at night. Last week, the patient had mushy colored bowel movement, and a huge blow out in commode. The commode reservoir was just bright red blood, and then she fainted. The patient reported all that happened to the doctor. The next day, the patient had another blow out. When the patient was shocked, she felt like it was going down all her body and legs were jerking. The patient is going in next monday to see a gastrologist to see if he can come up with the reason for the bleeding. After reviewing the guidelines of MRI, the patient was advised both devices needed to be shut off and she replied, neither were shut off. The patient was told, regardless if one is dead, she have to make sure the device is shut off. It was recommended that they follow up with their healthcare professional to see if the MRI caused any damage to the patient or the device. No further patient complications are anticipated or expected as a result of this event.